Manufacturer narrative:
The explanted lead was not returned so no analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) due to lead dislocation. The lead had been implanted for more than two years . The lead was explanted and replaced with another lead of the same model. No boston scientific field representative was contacted for this lead revision and the explanted lead was not returned for laboratory analysis. No additional adverse patient effects were reported.